Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, prime, and no delivery tests. No excessive "no delivery" error alarms were noted. The unit had a cracked case at the display window corner and a minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. He stated that the insulin pump had alarmed no delivery during basal and bolus deliveries. He observed alarms on (B)(6). He stated that this was as far back as the alarm history would go. The customer did not know the blood glucose reading. He stated that he originally thought the issue was related to his sites and infusion sets, but he stated that he had connected the same set that had the no delivery alarm occur with, and the other insulin pump did not alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.